Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was reported that patient set the ipg to MRI mode and underwent an MRI procedure. Following the MRI, patient was unable to disable MRI mode and ipg was unable to communicate with programmer. Troubleshooting attempts included deleting and redownloading the patient controller (pc) app, checking pc app bluetooth settings, as well trying different orientations of the magnet to try to re-establish connection. All troubleshooting attempts were exhausted to no avail. Patient met with an abbott representative and the rep was able to recover the ipg and re-establish communication using the clinician programmer (cp). Issue was resolved.

Manufacturer narrative:
Corrected data: health effect code - 1924 - failure of implant has been added &7 - recall has been added. A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps resolved the issue and therapy was reestablished. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Section h9: fsca number added. Section h7: remedial action added. A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps resolved the issue. Based on the information received, the ipg is functioning as intended and the cause of the reported issue is consistent with leaving MRI or surgery mode activated after an unrelated procedure. Actions have been taken to prevent reoccurrence.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.